Event description:
The initial reporter questioned positive results for 1 patient sample tested for elecsys hiv duo (hiv duo) on a cobas e 801 analytical unit. The initial result from the e801 analyzer was "positive." The specific result was not provided. On (B)(6) 2026, the repeat result was "positive." The specific result was not provided. The sample was sent to a reference laboratory, where the result from a polymerase chain reaction (pcr) test was negative.

Manufacturer narrative:
The e801 analyzer serial number was (B)(6).